Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 3 unspecified bd eclipse¿ needles leaked, 1 needles safety shield broke off, 80 needles' safety mechanisms failed, 9 needles were clogged, 1 needles packaging was found open before use, and 7 needles caused dirty needle sticks after being used on their respective patients. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (3), safety shield broke off (1), syringe needle connectivity issue (27), safety mechanism failure (80), needle clogged/blocked (9), package open before use (1), package difficult to open (44), needle dull/blunt (1), safety shield loose (2), needle bent (6), needlestick injury (before patient use) (6), needlestick injury (after patient use) (7)." "Additional information related to safety mechanism failure: "difficulty in carrying out the procedure." (26379). Additional information related to package difficult to open: "loss of time." (26379). Additional information related to syringe needle connectivity issue: "discomfort upon draw." (26911)"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd eclipse¿ needles leaked, 1 needles safety shield broke off, 80 needles' safety mechanisms failed, 9 needles were clogged, 1 needles packaging was found open before use, and 7 needles caused dirty needle sticks after being used on their respective patients. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (3), safety shield broke off (1), syringe needle connectivity issue (27), safety mechanism failure (80), needle clogged/blocked (9), package open before use (1), package difficult to open (44), needle dull/blunt (1), safety shield loose (2), needle bent (6), needlestick injury (before patient use) (6), needlestick injury (after patient use) (7)." "Additional information related to safety mechanism failure: "difficulty in carrying out the procedure." (26379). Additional information related to package difficult to open: "loss of time." (26379). Additional information related to syringe needle connectivity issue: "discomfort upon draw." (26911)".